Event description:
It was reported a missed refill occurred. The low reservoir alarm occurred on (B)(6) 2013 and the empty reservoir occurred on (B)(6) 2013. On the day of this report, it was reported the health care provider was going to start the patient at 96 mcg/day of lioresal. It was noted the patient had been on 490 mcg/day prior to missing their refill. No patient symptoms were reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8 596sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).